Manufacturer narrative:
The pod was received not deployed. The original download data contained a rotational sensor error with no timeouts or drive stalls. The pod completed first and second prime sequence, however the cannula and needle were unable to deploy due the rotational sensor error. The pod was rerun to observe for any rotational sensor errors and the data was downloaded. The rerun data replicated the rotational sensor error with no timeouts or drive stalls. The pod moved into the deployed position during rerun. Inspection of the needle mechanism assembly found no damages or manufacturing deficiencies that would result in the cannula and needle not deploying. Inspection of the drive mechanism assembly found no damages or manufacturing deficiencies that would result in the cannula and needle not deploying. Inspection of the bottom housing and environmental seal found no damages or deficiencies that would result in the needle not deploying. A root cause for the rotational sensor malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn and patient reported a blood glucose level of 180 mg/dl.